Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and moderately tortuous anatomy resulting in the reported difficult to advance. Interaction with moderately calcified anatomy likely compromised the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo lesion. A 2.5x15mm trek balloon dilatation catheter (bdc) was advanced to the lesion with resistance noted and inflated one time to 12 atmospheres (atm) when the balloon ruptured. Another trek rx was used to complete the dilatation and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.